Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer complained about a discrepant inr comparison between a coaguchek xs serial number (B)(4) meter and a lab using an unknown reagent. At 7:00 am, the customer tested by fingerstick on the meter and the result was 4.8 inr. The customer had a lab test within an hour and the result was 3.4 inr. The customer's dose of warfarin was lowered from 10 mg to 7 mg for two days based on the result from the lab. The customer's condition is currently stable. There was no allegation of an adverse event. The customer's therapeutic range is 2.0-3.0 inr. The customer is not anemic and they do not have antiphospholipid antibodies. The customer did not have any new illness, new medications or diet changes. Retention test strips (286320) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field - correction/removal report no.